Event description:
The lay user/pt contacted lifescan alleging the meter has an unk issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.